Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device found that the components body of the device; handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would have contributed to the reported device did not work report. The monofilament, needle tip, cuffs and link were not returned with the device. The plunger was returned without the anterior cuff and there was a needle strike mark on the anterior foot. And based on the evidence found on the returned device, the anterior cuff was missed. During the investigation, the plunger was inserted and the needle trajectory, needle depth and push mandrel travel were acceptable. Because lab testing of the device resulted in acceptable needle trajectory, the most probable cause for the anterior cuff miss is needle deflection during plunger deployment associated with technique issues or interaction with human tissue as evidenced by the needle strike mark on the foot. Each component is inspected during manufacturing and each finished goods lot is inspected. A cuff-miss can be influenced by many factors, including, but not limited to: manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. The reported difficulties appear to be related to the operational context of the device and not a product quality deficiency. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device 'did not work' and another proglide was successfully used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.